Event description:
The customer reported that the system intermittently loses the iris stop setting. No patients were injured and no cases were delayed.

Manufacturer narrative:
The ge service rep adjusted the tracking and the system is functioning as intended.